Event description:
A complaint was received from (B)(6) stating that the enteral feeding tube detached and the bumper remained in the patient's stomach. The broken component was recovered during a gastroscopy procedure and a new percutaneous endoscopic gastrostomy (peg) device was placed. The device was inserted on (B)(6) 2012 and the event occurred (B)(6) 2014. No additional information was provided in regards to the patient's status and the outcome of the procedure.

Manufacturer narrative:
Additional information received from the distributor on 06/01/2015 stated the correct stock code for the device was 0644-20 and not stock code 0644-24 which initially reported by the distributor. The device history record for the lot number involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).